Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may be delayed not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio was unable determine further root cause.

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may be delayed not be available to a patient if needed. There was no patient use associated with this event.